Event description:
The pt reported that last night she noticed moisture in the cartridge compartment of her insulin infusion device. She stated the moisture smelled like insulin. She said she switched to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.